Manufacturer narrative:
Final analysis found that the outer insulation and outer coil were damaged at 16.2 cm to 17.6 cm from the connector pin; the inner insulation was also damaged at 16.2 cm from the connector pin. The damage found was consistent with clavicular crush forces. This damage contributed to the reported noise and oversensing anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed multiple farfield r-wave oversensing on the ventricular channel. The oversensed r-wave was sensed on the atrial channel just prior to the r-wave being sensed on the verntricular channel. The amplitude of the farfield r -wave was larger than the p-wave. The egm also revealed ventricular lead noise. The patient would be brought into the clinic for additional testing.

Event description:
New information reported stated that on (B)(6) 2017 the pulse generator and right ventricular lead were explanted and replaced. No patient symptoms or additional information was reported.